Manufacturer narrative:
There is no way to know this device was manufactured by foshan r. Poon medical product co., ltd. Since there was no model number and the device was not returned for eval.

Event description:
Per importer's MDR: an attorney alleged the pt was hit in the mouth by a trapeze bar when it came loose from its position. The pt sustained a broken tooth. No add'l info is available at this time.